Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia and complaints of chest discomfort and palpitations. Upon interrogation, the implantable pulse generator (ipg) was unable to establish telemetry with two different programmers and a magnet rate could not be confirmed. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis found no anomalous behaviors. The cause of the reported failure was not determined. Battery analysis included a review of the manufacturing data, and the data gathered during the visual and dimensional inspection, along with a review of the manufacturing data, and the data gathered during the visual and dimensional inspection. No abnormal results were found. Corrected: d1 if information is provided in the future, a supplemental report will be issued.